Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and the obtryx transobturator mid-urethral sling system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with posterior colporrhaphy, hysterectomy and lso; due to sui and vaginal prolapse. It was reported that following insertion the patient experienced recurrence, infections, urinary problems and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection and incomplete bladder emptying. It was reported that patient underwent mesh revision on (B)(6) 2015 by dr. (B)(6) due to exposed mesh.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.